Event description:
Customer reported noticing a difference between the blood glucose readings and the sensor glucose readings. Customer stated that he was alerted that his blood glucose reading was low when he was really between 95 mg/dl to 120 mg/dl. Customer stated that the sensor alarms low and the thresh hold suspend alert kicks in. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.